Event description:
A customer obtained higher than expected vitros tbil results (47.45, 18.41, and 26.39 mg/dl) from multiple patient samples using a vitros chemistry products trig slide cartridge that was misidentified as a vitros chemistry products tbil slide cartridge on a vitros 5,1 fs chemistry system. Biased results obtained from a slide cartridge other than the intended slide cartridge may lead to inappropriate physician action. The biased results were initially reported out of the laboratory, however corrected reports (0.7, 0.3, and 0.5 mg/dl) were issued upon repeat analysis. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc complaint number (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros tbil patient results were obtained from a vitros chemistry products trig slide cartridge that was misidentified as a vitros chemistry products tbil slide cartridge on a vitros 5,1 fs chemistry system. The root cause of this event is user error while manually loading a vitros chemistry products slide cartridge. The vitros 5,1 fs chemistry system was operating as intended.